Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. All electrical measurements on the lead were normal and within range. The lead remained implanted. Patient monitoring will continue.